Event description:
It was reported that when the field service technician arrived at the account the power cord and power input connection had melted charring the wall and pvc piping located on the wall behind the unit. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The field service technician replaced the power input and power cord and returned the device to service.